Event description:
Following a successful rotational coronary atherectomy of the proximal lad an intracoronary stent placement was attempted over a previously placed guidewire. An 0.014 extra support guidewire was placed into the circumflex coronary artery and stent deployment was attempted in the proximal lad. The stent could not be advanced into the lad and was withdrawn into the guider. The pt developed severe chest pain and dissection in the proximal portion of the circumflex artery was noted. This was crossed with a 3.0 quantum ranger and dilated in several locations. Antegrade flow was re-established and a 3.0 x 25 mm multi-link stent was deployed. The dissection progated down the distal vessel. The vessel was re-opened using several long inflations with a 3.5 mm lifestream at 2 atmospheres. Antegrade flow was re-established. The pt became pain free and EKG changes normalized. However, because of the incomplete revascularization in the ramus intermedius and the diagonal branch and because of dissection in the circumflex territory. It was felt that the pt would be best served in emergency bypass surgery. After consult. The bysurgery was performed.